Event description:
During a remote follow up, oversensing resulting in crosstalk and a functional loss of capture was noted on the device. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.